Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
A batch record review indicates no discrepancie. Pm logs were checked and all pm's were completed. Affected amount: 3pcs. Aquacel ag drs 20x30cm was manufactured under sap code 1186118 and manufacturing lot number 0e01069. Lot # 0e01069 was sterilized under lot 2173-10689a and released on review of results of sterilization provided by sterilization company steris. All of the results were within specification and products were released. The production process, in-process testing and packaging of products was run in accordance with pi12-027 ver. 57.0 for machine doyen 3. Visual inspection in accordance with tm-002 was completed at the beginning of the order and every 15 minutes following until the order was completed. No nonconformity was registered during the manufacturing process of lot 0e01069. There are 2 complaints for the same issue for the affected lot registered within tw 8.7. A photograph has been received for this issue and has been evaluated in accordance with wi-0359. The photograph confirms the complaint issue. The photograph shows what appears to be red splicing tape on the dressing but no physical sample means that it cannot be confirmed that this is what the foreign matter is. An awareness training memo has been issued and all doyen operators have been made aware of the complaints. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 1000317571.

Manufacturer narrative:
Device 2 of 3. Complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that there was foreign body found on the dressing. The product was not used on patient. A photograph depicting the issue was received from the complainant.